Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacture's (lm) review of the results of third-party testing, the device evaluation and the lms final investigation. The lm reviewed the customer provided the cds processes where no obvious deviations from instructions for use (IFU) were identified. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: jan 22, 2025. Sampling from: instrument channel. Cfu: 2 cfu. Bacterial identification: staphylococcus epidermidis, micrococcus luteus/ lylae. Sampling date: jan 22, 2025. Sampling from: air/water channel, cfu: 1 cfu bacterial identification: bacillaceae. The device was returned for evaluation and the complaint was confirmed. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the IFU before repair, the results conformed to the regulation's recommendation. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that, during reprocessing, the colonvideoscope tested positive for more than 25 colony forming units (cfus) of pseudomonas aeruginosa. The scope was tested for the second time and more than 25 colony forming units (cfus) of pseudomonas aeruginosa was cultured. All channels were sampled.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.